Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or suture/link pulled until it breaks contributed to the reported suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: b3: date of event updated from 05/22/2024 to 05/23/2024. D1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the minimally calcified right common femoral artery with 2 proglide devices, using a 6f sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, suture breaks occurred with both devices. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.